Event description:
The customer's distributor reported that the drive support cap was damaged. The phone call was disconnected at this time. Called to customer for more information, but the number was on file was incorrect. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.